Event description:
It was reported via journal article that device detachment and vessel damage occurred. Vascular access was obtained via the radial artery. A non-boston scientific (bsc) guidewire and 6f guide catheter were placed across the lesion. A low profile single marker compliant balloon was advanced using a non-bsc guide extension catheter but the lesion was not able to be dilated and rotational atherectomy was planned to prepare the lesion. It was first noted that the burr caused vessel injury and then that the floppy wire was broken. A balloon was immediately inflated at the injury site. There was no obvious tamponade and the patient vital signs were stable. The low profile balloon still failed to dilate the lesion so the puncture site was changed from the radial artery to femoral artery to increase system stability. Rotational atherectomy was again performed and was successful to manage. However, the 1.25 burr became entrapped and a catheter was used to remove the burr. The lesion was predilated using non-compliant balloons and stented with a drug eluting stent. An attempt was made to remove the broken wire using a multiple wire method but it failed so a snare was used to successfully remove the wire. An angiogram still showed proximal right coronary artery perforation so a covered stent was placed and no extravasation was found.

Manufacturer narrative:
B3 date of event was estimated since the event date was not reported in the journal article. Chang, chiao h. "Tctap c-119 multiple complications in one case: how we handle it." Journal of the american college of cardiology, vol. 81, no. 16, suppl s., 2023.